Event description:
The customer called into technical support (ts) reporting that the device¿s power on/off button was not illuminating. Receiving error code ¿battery failed.¿ the customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the battery to resolve the reported issue of battery failure. The front bezel was replaced to address the "power on/off button not illuminating" complaint, and replaced the top cover which was found damaged during the evaluation. The device passed required performance verification tests per philips¿s standards. The removed battery was returned to the failure investigation lab (fi). A visual inspection of the battery revealed no evidence of damage or contamination. The fi technician installed the battery into a fi ventilator to duplicate the reported issue. The battery failure issue is duplicated. Root cause cannot be determined without opening battery package. Due to battery age > 5 years, this battery will be scrapped.